Event description:
It was reported that during an unknown procedure, the device was jamming and staples were not forming nor deploying. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged staple wall and nonconforming staple stack. The analysis results confirmed that the device was returned non functional as the staple stack was non-conforming. In addition, one staple was jammed in the cartridge nose. The staple was manually removed and the device was tested for functionality. The device fired and formed the remaining staples as intended. However, the device was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the staple wall was found damaged.